Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery. A 3.0 x 20 promus elite drug-eluting stent was placed. The patient was discharged on aspirin 81 mg plavix. However, post procedure, the patient experienced symptoms of acute myocardial infarction and chest pain which led to thrombosis. The patient was treated with aspiration thrombectomy and percutaneous transluminal coronary angioplasty. No further patient complications were reported and the patient's status was stable and discharged on brilinta 90 bid and aspirin 81 qd.